Event description:
It was reported that the pump was alarming "upstream occlusion" that had not been resolvable, and the patient had been referred to her infusion center. Upon investigation, air had been discovered in the tubing, necessitating the preparation of a new bag. However, that pump had also failed to operate and had continuously alarmed "cassette not latched." The tubing had been assessed for air, but none had been found. The patient had subsequently been connected to a third pump, which had functioned correctly. The patient had not been affected. The event occurred while in use with a patient at the hospital and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.